Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 4.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for 40 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient condition was good.